Event description:
Customer called to report unexpected negative reactions with the capture-cmv assay, lot c046 on galileo, with donor samples. The controls are working as expected.

Manufacturer narrative:
A service call was performed. Washer flow rates were calibrated, and residual volume was adjusted to the specified range. Automatic camera adjustments were performed. New flatfield images were taken and nunc well rois were adjusted. Ran daily maintenance, including reader verification and reader performance, qc with satisfactory results. Poolcell, reflexabo, cmv, and syphilis assays were run with pt samples and got satisfactory results. The system was tested and operated within specifications with no problems observed. The customer returned donor samples for investigation testing. Cmv testing was performed on an in-house galileo with retention capture-cmv, lot c046 and capture-cmv indicator cells, lot 228036 using in-house donor samples of known cmv status. All products performed as expected. No unexpected negative results were observed. All cmv-positive in-house donor samples were interpreted as cmv-positive. Cmv testing was peformed on an in-house galileo with retention capture-cmv, lot c046 and capture-cmv indicator red cells, lot 228037 using full plate of customer's donor sample. One inv was reported by galileo due to qns of sample tube, but all other samples were positive.